Manufacturer narrative:
There was no lot number reported. Therefore, the device manufacture date is unknown at this time. This is a non-sterile device with no expiration date. (B)(4). Mfg site name - endochoice. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double end brush was used on an unknown date. According to the complainant, the brush broke off in the channel of the scope during the bedside cleaning. It was reported that the brush was successfully removed from the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.